Manufacturer narrative:
D4: expiration date: 2028-01. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E3: occupation: nurse. The actual device was not returned for evaluation, therefore the details of the actual condition of the sample were unable to be determine. The retention samples were visually confirmed free from a scratch, or dent on the catheter tube.the retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test. Results were all passed against our specification of >7.845n. The catheter tube is made up of non-radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. A total of thirty (30) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Based on the results of our previous investigation and simulation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that when the user secured a route, the involved catheter had broken. Additional information was received on 22 sep 2023: the condition of the broken catheter occurred after the punctured and confirmed blood backflow. When the user advanced the catheter, he/she sensed being caught. The user attempted to remove the catheter together with the needle, the catheter was found to be broken. Local anesthesia was given to the patient. The user made an incision on the patient's arm, and then the broken catheter was removed.